Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon had difficulty getting the screwdriver into the recess of the locking mechanism during a procedure on (B)(6) 2015. The surgeon was eventually able to complete the procedure, but it required hammering to get the device into the necessary recess. It also required that the patient, who was already on the table, further adduct the leg. The screwdriver reportedly had most conflict with the iliac bone. The procedure was prolonged by approximately ten (10) minutes. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
A product development evaluation was completed: instruments were not returned for inspection, were pictures of the device received, no intra- or postoperative x-rays provided. Without the connecting screw, nail, and other components used in this complaint event and a manufacturing evaluation, it is impossible to determine the exact cause of the insertion difficulty. It is possible that patient positioning has an impact on ability to insert the screw driver into the locking mechanism. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.